Event description:
It was reported that during the implant procedure, the lead could not be fixed. The lead had dislodged. The lead was explanted and observed the lead helix could not be extended completely. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood.